Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a revision breast augmentation with two 425cc mentor smooth round moderate profile prostheses and suffered several unexplained systemic symptoms, including hair loss, gut problems, blur vison, weight gain, nail problems, teeth issues, heart palpitation, left-sided implant site calcification, muscle weakness, and metal toxicity (24 hours urine test indicated heavy metal toxicity). The result of the patient's urine test was not provided and has not been reviewed. As a result, the patient underwent removal and replacement with two unspecified breast implants on (B)(6) 2020. The patient stated that her symptoms were improved after the revision surgery. The implantation date and event date were estimated as (B)(6) 2005 and (B)(6) 2013 respectively based on available information. This report is for the right-sided prosthesis. Please refer to mwr-11032021-0000912810 for the contralateral side report.